Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. A functional test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation could not be confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.